Event description:
It was reported that the patient presented to the emergency room with an experience of syncope, and the right ventricular (rv) lead exhibited undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.